Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited reduced r-wave amplitude, noise and failed to capture at max output. Upon inspection, pericardial effusion due to perforation was noted. The lead was revised on (B)(6) 2019. Patient was stable.